Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt's neurostimulator device was explanted because it was defective. The pt recovered without sequelae. The device was returned and will be analyzed. Add'l info has been requested.